Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: unknown, product type: implantable. Neurostimulator. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the caller was attending a replacement of the patient's ins. When the leads were placed in the channels, all were green expect electrode 10 which was high on the previous ins as well. After the set screws was torqued, rechecked and the impedance and again 10 was red. The caller also tested full electrode impedance and those showed that they were normal expect for 10. The caller ran the connection check one final time during the case and electrodes 8- 15 were all displaying a red x. The caller indicated that following the case they rebooted the clinician programmer and the same high impedances were displayed. The impedances were as follows; ref 0 8 1280 9-15 40000, ref 8 9-15 40000, ref 9 all values are 40000. The caller confirmed that all pairs on ref 10-15 were 40000. The caller indicated they planned to program with electrodes 0-7 to try to gain coverage for now. No symptoms were reported.